Manufacturer narrative:
Philips service replaced the mpdu assembly and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc intermittently stuck at 0:00, requiring manual intervention on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.